Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion. .

Event description:
It was reported that an asymptomatic patient presented to the ER after receiving a patient notifier. The patient has been lost to follow-up for some time. The device could not be interrogated and presumed to be at normal eri. The device was explanted. No further information is available.